Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump received with cracked reservoir tube lip and missing end cap sticker noted.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 429 mg/dl. Customer stated that they have been receiving motor error and no delivery alarms for the last couple of days. Customer treated and then received a motor error alarm. Customer treated via pump. Customer has done a lot of exercise. Customer cleared the alarm. Customer does not use the sensor feature on the insulin pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to return the pump with the battery and zero out the basal rates. No additional information provided.